Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 25jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports air and oxygen flow accuracy tests failed during extended self test (est). No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 02apr2019. Philips field service engineer (fse) replaced the air/exhalation flow sensor to resolve this issue. The unit fully meets specification and returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.